Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that an infection developed at the patient's ipg site. The patient was hospitalized, treated with antibiotics, and underwent surgical intervention in which the ipg was explanted to address the issue. The remaining implanted devices of the scs system were surgically explanted on (B)(6) 2023.